Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found that there were broken connector pins in the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the connector pin on the desktop charger (dtc) was broken. It was also reported the ins was dead due to being unable to charge. A replacement desktop charger (dtc) was sent. No further complications were reported/expected.